Manufacturer narrative:
The lens was not implanted. (B)(6). Device evaluation: the device has not been returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was noticed that the intraocular lens (iol) was damaged at the edge. There was no patient injury reported. During follow-up, it was confirmed that the iol had scratches on the lower edge. This was observed right after unpacking the iol. The iol was not in contact with the patient¿s eye. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation ? Yes, returned to manufacturer on 02/3/17. Device returned to manufacturer ? Yes. Device evaluation: the complaint unit was received in the original lens insert case packaged in an envelope. Visual inspection at 10x microscope magnification was performed. The lens was observed with cosmetic damages (scratches) on the edge and optic zone. The reported complaint issue was verified.